Manufacturer narrative:
This complaint is likely a case of the bag hanging up on the side wings and creating the effect on the scale. The investigation into this complaint is ongoing, and a report will be submitted once the investigation is complete. No blood loss was observed. The pt did not exhibit injury or other clinical consequence.